Event description:
Related manufacturer reference number: 2017865-2023-13046, related manufacturer reference number: 2017865-2023-13048. It was reported that the patient twiddled their implantable cardioverter defibrillator system resulting in movement of the pulse generator and full dislodgement of their right ventricular lead and atrial lead. The leads failed to be repositioned due to helix retraction failure and inability to advance the leads through the stylets. The device was repositioned and the leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of stylet insertion difficulty and failure to retract the helix were confirmed. As received a complete lead was returned in one piece. Final analysis found the helix extended and clogged with blood/tissue. The cause of the reported event of helix retraction failure was isolated to blood/tissue in the helix region. The cause of the reported event of stylet insertion difficulty was isolated to the bent inner coil in the middle region of the lead consistent with procedural damage. No other issues were found.